Manufacturer narrative:
Review of the available programming and diagnostic history.

Event description:
Clinic notes were received for the vns patient¿s office visit with her neurologist on (B)(6) 2014. The notes indicate that the patient has a medical history of sleep apnea. Review of the available programming and diagnostic history showed normal diagnostic results through 2012.